Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found foam particles. Foam particles were observed in the blower kit.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.